Event description:
Customer stated, patient was admitted with acute abdominal pain. Patient urine was tested using clinitest hcg on the clinitek status instrument. Customer stated, patient initial result was positive as well as re-test. Results were released. Since extrauterine pregnancy was suspect, patient underwent laparoscopy procedure which confirmed no pregnancy in uterus. Customer stated, that urine sample was later confirmed negative using an alternate method. There is no further impact to patient management reported.

Manufacturer narrative:
Internal evaluation of clinitest hcg lot 97266 was completed using negative urine. A percentage of false positives was observed, which was deemed internally as unacceptable, in addition, visual inspection of disassembled cassettes confirmed a manufacturing strip alignment issue. As a result, siemens medical solutions diagnostics has issued a field correction customer bulletin to inform customers and advise them of required action. Please refer to the customer bulletin attached to this report for additional information.